Event description:
Probe was calibrated and channels tested to make sure they worked. When probe was placed in the patient channel five lost its calibration. A resting study was done to see if pressure would come back, but it never did. All of the connections were checked to make sure they were intact. The slider pieces were checked to make sure they were charged. The probe was pulled out and a new probe was calibrated and inserted. The study was completed with a new probe. Company called & RMA# was given to send catheter back. Catheter was calibrated and resting pressures gotten. When moving on to squeezes, channel two lost its calibration. All the connections were checked to make sure that they were intact. The sliders pieces were checked to make sure they were still charged. The probe was pulled out and a new probe was calibrated and inserted. Study was completed with new probe. The company was called and RMA# given to send catheter back.